Event description:
Procedure: nephrectomy. According to the reporter: the cotton bud end fell off the endo peanut and fell into the patient cavity. It was retrieved. No reinforcement material, no unanticipated tissue loss, blood loss. However, surgery time was delayed by more than 30 minutes. Patient is fine.

Manufacturer narrative:
(B)(4).